Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented at a follow-up in clinic. Upon interrogation, the implantable cardioverter defibrillator exhibited undersensing. Programming changes were performed. The patient was in stable condition.